Event description:
The customer reported that during cine run playback, the system freezes and images have static horizontal lines running across the image.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.